Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that following the patient's delivery, the nurse noticed the IV tubing was leaking. The set had separated, and a part of the set had fallen off. The customer denies applying force to the set or the set being pulled on. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the set separated and leaked was confirmed. Visual inspection of the set showed that the vinyl tubing was separated from the distal male luer. Examination under magnification showed that both sides of the tubing had no solvent applied at the engagement. There were no other anomalies observed. Functional testing was deemed unnecessary due to the tubing being separated at the component engagement and fluid leaking from the separation. Dimensional analysis was performed and the tubing measured within specification. The root cause of the customer¿s report was a manufacturing issue of no solvent being applied at the junction of the vinyl tubing.

Event description:
The customer reported that following the patient's delivery, the nurse noticed the IV tubing was leaking. The set had separated, and a part of the set had fallen off. The customer denies applying force to the set or the set being pulled on. There was no patient harm.